Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. Device 1 was returned in the post t1\pre t2 position with no suture or implants. There is biological debris on the device. Device 2 was returned with the actuator bar fully extended with no suture or implants. There is biological debris on the device. A functional assessment of device 1 finds it cycles as designed. A functional assessment of device 2 finds it is unable to cycle as designed due to the actuator bar being stuck in the fully extended position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, two (2) fast-fix devices presented the t1 peek outside the mechanism. A delay greater that 30 minutes was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.